Event description:
Nellcor puritan bennett received a call from a representative to report the following problem: stop cycle with constant setting error. Lcd displayed "check patient circuit it and equipment.